Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set leaked from an unspecified location. This occurred during an unknown process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics. No additional information is available.